Event description:
It was reported that cartridge change errors occurred with a cartridge during the load sequence. Blood glucose was not impacted. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.